Event description:
It was reported that a patient underwent a repair of the perineum following a vaginal delivery on (B)(6) 2012 and suture was used. On (B)(6) 2012 it was noted that the incision had dehisced. The surgeon stated that it was a small portion of the incision. The wound was disinfected. The patient has since recovered. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012 the international affiliate reports the following possible batch numbers: lot t1007, lot t0017, lot t0019, lot t0022, lot t1009, lot t1010. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Wound dehiscence occurred. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.